Event description:
It was reported that the implantable neurostimulator recharger (insr) wasn¿t charging and the connector pin broke. The patient also thought there was a short in one of the cords because when she would plug in the insr it wouldn¿t charge. The patient thought there may have been the charging screen but the insr wouldn¿t charge. The patient was also in overdischarge but was told she needed to charge the insr and when it was charged she should press both the green and black x button which would wake up the implantable neurostimulator (ins) and allow it to charge. The manufacturer¿s representative (rep) further reported that the patient was sent a new recharger and she was back up and running again. The rep. Was going to see the patient on (B)(6) to check her impedances along with seeing what her coverage issue was. However, another rep. Later noted that when they met with the patient on (B)(6) she had tried to do a physician mode recharge (pmr) several times over the weekend but the battery was still not able to take a charge. The rep. Told the patient the only thing she could do was try again that evening and that most likely the battery was dead and she would need a consult for a replacement. The patient wanted to give it one last shot that evening and was going to contact the rep. Either way as to whether she was able to restart it or whether she needed to have it replaced. It was later reported that the trickle charge was not successful and the patient would have to have the battery changed. Upon device return of the desktop charger, analysis found the connector was broken. Upon device return of the recharger, analysis found the telemetry board was corroded.

Manufacturer narrative:
(B)(4). Analysis of the desktop charger (serial number (B)(4)) found that the connector was broken and the cable assembly with the broken connector was replaced. (B)(4).

Event description:
Additional information received from consumer via the manufacturer representative reported that they had a battery overdischarge. The representative met the patient at a surgical consult where it was determined that the patient had a coexisting condition unrelated to the spinal cord stimulator (scs) that the surgeon wanted resolved before attempting further action. The surgeon wanted the patient to receive cardiac clearance before any attempt to restart the scs system was made. The patient was going to be reassessed and the restart attempted once authorized by the physician.

Manufacturer narrative:
Correction was made to identify analysis findings of the recharger that was submitted previsouly.

Event description:
Upon device return of the desktop charger, analysis found the connector was broken. Upon device return of the recharger, analysis found the complaint was unverified. There were no issues found during bench testing, no issues with charging the ins, recharger, or communications.

Manufacturer narrative:
Supplemental to update conclusion code no longer applies; conclusion code applies to desktop charger serial number (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37761, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).